Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead had high pacing impedance and loss of atrial capture. The patient was then brought into clinic to have their lead revised, and upon revision, fluoroscopy imaging discovered the ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable throughout the procedure.